Event description:
It was reported that the patient developed signs of pump thrombosis. The patient had elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhb), as well as acute kidney injury (aki) and anuria. A computed tomography (CT) of the chest and brain and a transesophageal echocardiogram (toe) were planned. Log files revealed a few pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 04mar2024 through 13mar2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including renal dysfunction and localized infection. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had an international normalized ratio (inr) of greater than 10. A computed tomography (CT) scan of the chest and an echocardiogram (echo) was performed and no thrombus was identified. A CT of the brain did not identify any new embolic events. The patient's hemolysis markers returned to baseline very quickly. The patient's acute kidney injury (aki) was likely related to vomiting, diarrhea, and vancomycin toxicity (level >50). The patient experienced nausea, vomiting, anuria, and lethargy. The patient underwent continuous renal replacement therapy (crrt), required reversal of their inr, and was given bivalirudin for anticoagulation. With crrt for 36 hours the patient had good urine output. There was no evidence of hemolysis or thrombus and no further plan of care.